Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer clicks multiple times on open and fails to open any pockets. A field service engineer replaced the worn retractor band and insep (old style small magnet). The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary system r1_b aux drawer 7 had failed to open. As per the customer report, they had clicked multiple times when opening, but there were not any of the pockets open when the customer tried to access medications. Multiple reboots have been performed but does not fix the issue. Earlier in the day when a technician was replenishing the station, the screen went completely white and then when it rebooted, every cubie in the station was failed but when the tech attempted to recover, all of the failures disappeared. There were no adverse events or injuries reported based on this incident.